Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/26/2020. A manufacturing record evaluation was performed for the finished device qabbbp, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/02/2020. A manufacturing record evaluation was performed for the finished device batch qabbbp and no non-conformances were identified (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was the initial procedure? - unk, issue occurred with dermatologist doctor. Could you please confirm if the needle pull off from the suture during the procedure or before the procedure?- during the procedure. Could you please confirm if the suture was found separate from the needle in the package? No. What was the event day and procedure date? (B)(6) 2020. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and suture was used. During the procedure, the suture pulled off the needle. There were no adverse patient consequences reported.